Event description:
A medtronic representative reported that while he was at the site for scheduled maintenance the attending surgeon stated that he experienced inaccuracy with the stealthstation s7 system. This was not from a particular case, just a general observation by the surgeon. No patient was reported to be present or impacted at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. A medtronic representative went in to the site and performed functional testing of the system. No fault found. System performed accurately during all testing.